Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had syncope during ventricular tachycardia. During follow-up, inefficient shocks were noted. Rhythm was returned to sinus itself after the last shock. Review of session records revealed that the vf episode came during atrial fibrillation. Device correctly recognized both episodes. Programming changes and then device testing was recommended. Physician did not wish to do device testing as the patient was fragile and was waiting for transplantation. Physician will modify the patient's medication to avoid paroxysmal atrial fibrillation. Patient's condition was stable.